Manufacturer narrative:
This supplemental report is being submitted to provide corrected information.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to the image being foggy with a stain and a red crack caused by the ultrasonic transducer component being damaged. Additional issues were identified during the device evaluation: the distal end body had minor scratches; the forceps passage was leaking between the biopsy channel and the bending section; the ultrasound four (4) echo signal image was missing; the device had failed the leak test, but the bending section was dry after vacuum aeration was performed; and the angle wires were stretched, causing the angulation on up/down movement to be low. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility. Conclusion: the root cause could not be identified. The issue with the image display malfunction was likely caused by damage to the ultrasonic transducer. In addition, since other damage points have been confirmed on the actual product, it cannot be ruled out that the cause of ultrasonic transducer damage may be handling at the facility. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during a procedure, the image on the evis exera ii ultrasonic bronchofibervideoscope was distorted. The camera was not working, and the image quality was poor. There were no reports of patient harm associated with this event.